Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up post implant procedure. Upon interrogation, increase in threshold was observed on the right ventricular lead. A chest x-ray was performed and it was noted that the lead appeared in place and was not dislodged. The physician tried to reposition the lead. While repositioning, the physician had difficulty retracting the helix and was concerned with the ability of helix extension after a better location was found. Hence, the physician explanted the lead and a new lead was successfully implanted. The patient was stable throughout and was discharged the next day.

Event description:
New information received states that the patient presented in clinic for routine follow up post implant procedure. The patient was stable and will continue to be monitored.